Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified opening, yellow particles, crease fold. Leak test was performed and found opening on anterior side. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, breast change, concern for textured implant device, capsular contracture, baker grade IV.

Event description:
Health professional reported a right side exchange of textured breast implants due to the patient¿s concern with the product, "breast pain and "breast change". Healthcare professional additionally reported capsular contracture baker grade IV. Device has been explanted.